Event description:
It was reported to philips that the heartstart mrx defibrillator failed the pacer test during opcheck multiple times. There was no patient involvement.

Manufacturer narrative:
(B)(4).